Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue- piston rod not retracting) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2015-product analysis:the device was returned and evaluated by product analysis on 03/02/2015 with the following findings:the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed no related alarms or issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display was found to be dim and discolored. A battery compartment crack was discovered. The bolus button cover was torn; no bolus button response issues were observed.